Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was treated for abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up computed tomography on approximately (B)(6) 2024 identified a type ia endoleak. Additionally, there appears to be an unknown stent in the right renal; however, it appears that the stent is not in apposition to the aortic wall. The patient will undergo reintervention; however, it is not yet scheduled due to medical treatment for other reasons. The patient is reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx type ia endoleak complaint is confirmed. This is consistent with the reported adverse event/incident. The poor apposition of the stent to the aortic wall could have contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11. H10/h11 : device iteration ¿ updated.